Event description:
It was reported the patient experienced a new left side pain. X-rays indicated the lead had migrated/dislodged. An epidural lead was added to cover the new pain. The patient recovered without sequela.